Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer also mentioned that the insulin pump was suspended twice already even if the low settings on the insulin pump was turned off. Customer was able to clear the alarm. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. However, pump error 63 alarm confirmed in the device history due to software error.